Event description:
The patient's wife reported that the patient experienced 6 vgos where the adhesive did not stay attached to the skin. The patient's wife stated three fell off in one day. The patient wife stated she doesn't have an exact time it would take for the vgo to fall off. The patient's wife stated the patient cleaned the area with an alcohol pad and let it dry completely before applying the vgo.